Event description:
During a surgical procedure, the forcep blade tip fell off into the patient. The blade was retrieved without harm to the patient. The case was completed using another like device. There was no prolonged hospitalization.

Manufacturer narrative:
The complaint has been confirmed. The device was returned without a shim attached to the forceps arm and without a power cable. The shim was not returned with the device. Evidence of adhesive was found on the forceps arm. Device was very clean with some coag present on the arm with the shim and inside the shim tab slot.